Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 during abdominoplasty surgery. Post-implantation during the first week of (B)(6) 2014, patient presented with "small areas of cellulitis" and symptoms "consistent with an infection". The patient was treated with oral antibiotics, but showed no improvement. The patient developed "chronic fluid collection" at the surgical site, and required evacuation of the fluid "several times a week" from the first week of (B)(6) 2014. Cultures of the fluid returned with no growth, and tissue biopsy returned "abscess". No infectious agents were identified. The device was completely removed on (B)(6) 2014, and is unavailable for return. All symptoms resolved after the device was removed.

Manufacturer narrative:
Further information from the reported regarding product details has been requested. No additional information is available at this time. The events of infection, abscess, seroma, and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.